Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had not enough air pumping into the colon. The issue occurred during reprocessing and was not properly reprocessed before returning to olympus. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunctions were found: the inside of light guide lens, objective lens, air water cylinder and air water tube have foreign objects. The nozzle was clogged and the distal end rubber adhesive had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the inside of light guide lens, objective lens, air water cylinder and air water tube have foreign objects. The nozzle was clogged and the distal end rubber adhesive had foreign material. Other issues found were: the flexibility adjustment ring has scratch, the grip has a scratch, the forceps channel port has a scratch, the air water cylinder has no color, the suction cylinder has no color, the right left and up down knobs have scratches, the switch box has a scratch, the cover of the light guide bundle is damaged, the amount of water contact does not meet standard values due to nozzle clogging, the objective lens has a scratch, the adhesive on the distal end rubber has a crack, the connecting tube has coating peeling and the universal cord has a wrinkle and coating peeling.the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material in light-guide (lg) lens" was confirmed, but could the material could not be further identified. This event was presumed to have been due to lg-lens glue that peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, et cetera. As a result, humidity invaded the lg-lens which led to corrosion. The suggested phenomenon of "foreign material in lens" (lens labeled within the device as the "ob-lens") was presumed to have been due to the device being returned to olympus without reprocessing at the user facility. Since foreign material was not at external surface of the device, the material could not be removed by reprocessing. The event "foreign material in light-guide (lg) lens" : the suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection the event "foreign material in lens" : the suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.